Manufacturer narrative:
The device in question was not returned to walkmed infusion for product evaluation. This device was discarded by the user facility. The device history record was reviewed and no non-conformances were discovered. Without the device in question to evaluate, no further failure investigation was possible.

Event description:
During treatment, the clinical staff noticed that there were two separate incidents where it was found that the medication was not infusing within 10 minutes of starting. The nurse opened the device's door to check if there were any kinks in the tubing and noticed that the tubing was cut and the medication was leaking onto the floor. No one was exposed to the infusate leak and the patient was subsequently switched to another device to continue treatment.